Manufacturer narrative:
Log files and ECG (electrocardiogram) strips were sent to the manufacturing site for analysis. The full disclosure strips show significant high frequency artifact in multiple leads that resulted in a suspended arrhythmia alarm at 03:17:30. The cic logs confirm that the cic alarmed for this condition at a system warning level. The patient continued in a rhythm with measurable heart rate until approximately 3:25:40. Starting at 03:19:15, the solar continuously alarmed at a system advisory level for heart rate low limit violation. Reported values were as low as 36 beats per minute (bpm). At 3:25:40, the patient's heart rate had slowed to less than 30 bpm, and was reported by the monitor as 0 bpm. The user activated the alarms silence key at that same time (3:25:40). The patient's rhythm changed noticeably around 3:26:40 with some evidence of presumed ventricular tachycardia. There is artifact present, but the low resolution of the provided full disclosure format does not allow precise morphology or rhythm measurements (e.g., qrs duration / event heart rate). Additional alarms were asserted for high heart rate limit violation (hr 150 at 3:26:49) and low heart rate violation (hr 0 at 3:27:07). The instability of the reported heart rate indicates that the qrs amplitude did not consistently meet the minimum system specification of 0.5 mv in the monitored leads. Additional artifact is present around 3:27:45. As indicated by device logs, the system again asserted a suspended arrhythmia alarm at 3:29:57. The alarm was retained until an asystole alarm was asserted at a crisis level at 3:40:33. Investigation indicates that the device operated as designed.

Event description:
A site reported that a patient went into asystole at approximately 3:17 am and no alarm was activated. The patient reportedly recovered after one hour of cardiac massage, 7 electrical shocks, respiratory ventilator intubation, and administration of epinephrine and sodium bicarbonate. The patient subsequently expired at 5 pm. A ge field engineer performed an on-site evaluation of the system, including parameter and arrhythmia alarm tests. The monitor was found to function as designed.